Event description:
The customer reported that system showed a black screen (no image) when fluoroing. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an online investigation. The ps1 power supply voltage was adjusted and the power signal interface board fuses were reseated. The system was then found to be operating as intended.